Event description:
This spontaneous case was reported by a non-health professional (lay press) and describes the occurrence of abdominal pain ("severe abdominal pain") and infection ("continuous infections") in a (b)(5) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), headache ("headache"), hormone level abnormal ("hormonal decontrol"), food intolerance ("fruit, vegetables, and dried fruits intolerance"), myofascial pain syndrome ("myofascial syndrome") and fibromyalgia ("fibromyalgia"). Essure was removed. At the time of the report, the abdominal pain, infection, hormone level abnormal, food intolerance, myofascial pain syndrome and fibromyalgia outcome was unknown. The reporter considered abdominal pain, fibromyalgia, food intolerance, headache, hormone level abnormal, infection and myofascial pain syndrome to be related to essure. The reporter commented: events had been hurting for more than 7 years and started a few weeks after the product insertion. One year after the product insertion, she requested the removal of the product; however, there was any protocol for the removal until 6 years later. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain: (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.